Manufacturer narrative:
As of the date of this report the device is still implanted in the patient and will not be return for root cause analysis. There has been no MRI taken of the shoulder. To date a second surgery has not been planned and it is not known if the anchor is the source of the patient's pain and discomfort. As of the date of this report a review of the depuy mitek complaint system did not find any other complaints of any kind for the report lot. When and if additional information is received, the new information will be reflected in a follow-up report.

Event description:
A patient contacted depuy mitek stating he had a left shoulder type 2 slap repair and amp; subacromial decompression on (B)(6) 2010. The patient is reporting he has had increasing pain in the left shoulder and back. He can hear grinding and popping noises as well as feel some pinching. The patient did contact his doctor who told him there is pain and discomfort associated with every surgery. To date the patient has not had an MRI or scan, and does not know if the pain is associated with the anchor or not. The patient did not indicate if the shoulder was reinjured in some type of accident or physical activity. He did not indicate how soon after the original surgery he felt the pain in his shoulder and back.